Event description:
The following has been reported: during investigation/repair additional defects were found: after replacing cpu board for error code 98 air sensor would not calibrate. Also noticed during calibration that the lcd panel was very dim. Action taken: received pump (B)(6) and power cable. Confirmed customer reported issue. Coulombmeter error 21 was being caused by a bad battery. Device due for preventive maintenance. Battery was replaced during preventive maintenance. Additional issues were found after replacing battery. Device required extensive cleaning. Cpu board and air sensor were both inoperative, replaced parts. Lcd was dim, replaced. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.